Event description:
Healthcare professional later reported left side capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as unidentified (tear) opening and observed one opening on anterior side assessed as surgical damage. Shell thickness within specification. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5, d.1, d.4, d.9, h.3, h.4 h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and exchange of textured device due to patient's concern with product. Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange of textured device due to patient's concern with product. Device has been explanted.